Event description:
It was reported that the patient's pain was not helped. It was also noted that the patient had gotten a fusion of l4-s1. The device was explanted. The device was returned for disposal only. It was noted that there was no patient injury.

Manufacturer narrative:
(B) (4). Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found. The ins was functionally ok. The output was tested using known good leads after removal of the returned extension. There was good, stable output on each electrode pair at the patient's settings. There was good, stable output on every electrode pair. The output matched the programmed settings. There were no issues when pressing on the ins. The ins output was also tested at the cut end of the extension. There was good, stable output on every electrode pair except for intermittent output on any pair connected to the #8 electrode. It was noted that the #8 ins setscrew was not tight to the extension. Final device analysis of the extension revealed a procedural non-conformance. The extension was not completely seated in the ins connector port. Setscrew impressions on the #0 connector of the extension indicated that the extension may never have been completely seated in the #8-15 ins connector port. It was also noted that the body insulation was cut through, the product was segmented.